Manufacturer narrative:
Additional information: according to the information received from the field the recipient experiences intermittent noise with the device. Reportedly the issue was resolved after exchanging of the dl -coil. A device failure of the implant seems unlikely. The device remains implanted and in use.

Event description:
The user's hearing with the device is affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device is affected.